Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿transcatheter repair of iatrogenic aortic perforation complicating transseptal puncture for a catheter ablation of atrial arrhythmia.¿ acta cardiol sin 2014;30:490-492. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information about this patient¿s experience with a cardiac ablation procedure. The article indicates that a patient was admitted for catheter ablation of persistent atypical atrial flutter. During the procedure, the puncture of the needle and the ¿inadvertent advancement of the sheath resulted in aortic root perforation.¿ the physician sealed the hole and in the six months of follow up, no ¿residual shunt¿ was observed. The status/disposition of the sheath is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.